Event description:
During a routine hemodialysis treatment, a nurse reported patient blood loss of 210 cc occurred. Nxstage technical support was contacted for assistance with troubleshooting alarms that occurred after the dialysate bag emptied. Too much time had elapsed before placing the call for assistance and it was determined that it was no longer advisable to return the blood due to concern of clotting resulting in the blood loss. No medical intervention was required.